Manufacturer narrative:
(B)(4). The reported system error 2240 was confirmed. The as determined cause was a use error - the patient disconnected from the set. A batch review was performed on the associated lot with no issues noted. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be filed upon if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and a system error (se) 2367, which occurred on the homechoice (hc) during drain 1 of 5. The baxter technical service representative (tsr) explained the alarms and had the care giver (cg) cycle power to clear them. The tsr then explained that the cg would need to start over with new supplies. The tsr then advised the cg to call the registered nurse (rn) in the next 24 hours and let her know about what happened. The cg understood explanations, cleared the alarms, and would start over with new supplies. The hp would also call the rn. There was patient involvement, but no serious injury or medical intervention was reported. Baxter (B)(4) contacted the care giver (cg) on (B)(6) 2011 regarding the reported problem. The cg did not have any idea how the air entered the lines. The cg stated that all the supplies looked fine and the setup was done as it is done every day. The cg did not notice anything unusual with the supplies at use that night. The cg had notified the home patient's (hp) nurse regarding the alarm. Per the cg, the hp was continuing therapy without any other complications. There was no injury or medical intervention reported.